Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. Pauses were noted on telemetry. Intermittent capture, and rising and high impedance were noted on the right ventricular (rv) lead. The lead was reprogrammed and then capped and replaced. No further patient complications have been reported as a result of this event.